Event description:
It was reported that the patient presented to the hospital, noise were observed prior to a procedure. The noise could not be reproduced. The device was explanted and replaced. The patient was stable before and after the procedure.